Event description:
It was initially reported by the surgeon that the pt was taken into surgery for a regular battery replacement surgery due to end-of-service. The surgeon stated that he was having problems/tough times unscrewing the pins on the generator and remove the generator from the lead. No further info is available. Explanted generator is on its way to manufacturer for analysis. Good faith attempts to obtain add'l info have been unsuccessful. The cause of problem is unk at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.